Event description:
It was reported that during an ankle case the 2.5 hand driver was broke off outside patient. The procedure had a delay between 0-30 min. Backup from smith&nephew was available to completed the surgery. No patient injury or other complication were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, based on the limited clinical information provided, the device breakage occurred outside of the patient, with a loss of time of less than one minute. Since it was reported, the procedure completed with another driver out of the same set of instruments; no further clinical / medical assessment is warranted at this time. A visual inspection confirmed the spring and plunger are missing from the journey ap cut block impactor and has not been returned. The device shows significant signs of wear / usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during an ankle case the 2.5 hand driver was broke off at the tip inside the patient. It is unknown how was the procedure finish and if there was a delay in the surgery. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.